Event description:
This lead was explanted and replaced due to high thresholds. There were no adverse patient events reported. The hospital retailed the device. Should additional information be received, this file will be updated.